Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction unit cylinder and cover were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.